Event description:
It was reported that oasys occiput plate which was implanted at left side was broken 12 months after primary op. The fixation level is 0-c4. The case was fracture of the axis non union. After the breakage, spondylopathy got worse. In (B)(6) months after primary op, the construction was extended to 0-c7.

Manufacturer narrative:
Method - complaint history analysis and risk assessment was completed. Results - event description was not confirmed via the x-rays taken and the product associated with the incident was discarded at the hosp after the revision surgery. Complaint history analysis: 6 previous records for similar issue. The investigations into past complaints concluded that plate breakage failures were the result of fatigue fracture caused by excessive and repeated stresses or by the construction not adapting to the anatomy. Risk assessment: revision surgery was performed in order to repair the failure and extend the construction. Conclusion: no definitive conclusion can be drawn in this case due to the lack of info. Without inspection and metallographic analysis of the implant it is impossible to determine the failure cause. Event description was not confirmed via the x-rays taken and the product associated with the incident was discarded at the hosp. Should any add'l relevant info be made available in the future this will be reported as supplemental.